Manufacturer narrative:
The actual device was not returned to the manufacturer to be evaluated. Incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." The nature of the fracture could not be determined from the event description. Without the actual sample a thorough evaluation could not be performed. No specific conclusions can be drawn. All available information has been forwarded to the actual manufacturer for further evaluation.

Event description:
"An epidural cannula was placed for local anesthetic infusion. Initially this achieved good control, but this wore off and there was copious leakage through the skin site. When the cannula was removed it was apparent that 8.5 cm of it was retained in the wound. The retained portion was removed intact at the second operation." Additional information indicated that following a pelvic ureteric junction obstruction repair the patient required repeat surgery to remove an 8.5cm portion of the cannula that had disconnected.